Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer stated had crack on insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.